Manufacturer narrative:
(B)(4). The service engineer replaced the graphic user interface central processing unit. The ventilator passed self tests.

Event description:
It was reported that the ventilator's upper display was blank. The ventilator was not on a patient at the time of the event.